Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The device was returned for a header and set screw anomaly. During bench testing, the svc lead would not secure into the svc lead bore when the set screw was fully tightened. The lead was able to be removed from the header with a slight tug even with the set screw fully tightened. Therefore, the field event of a header issue was confirmed in the laboratory. The svc set screw bore was visually inspected under a microscope and debris was found at the bottom. The debris prevented the svc set screw from fully entering the bore to secure the a lead when fully tightened. The cause of the debris seen in the svc set screw bore was found to be a manufacturing anomaly.

Event description:
It was reported that while attempting to implant, the svc portion of the lead continually came out of the header. A new device was implanted.